Event description:
User alleges patient was under going open-heart surgery (CABG re-do). Upon administering the 3rd bag of fresh frozen plasma (ffp), under pressure; upon pressurizing air was delivered to the patient. Patient was resuscitated but subsequently died. The doctor could not remember which level 1 i.v. Set was used, however they were using a level 1 h-500 fluid warmer with the h-2 pressure infusers.